Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that haptic was broken and the patient contact was noted. Additional information received and stated that, upon injecting the iol into the eye the surgeon notice that one of the optics was tore almost in half off the lens. The procedure was completed on the same day as initial procedure. There was no patient harm reported.